Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent an open inguinal hernia procedure on (B)(6) 2016 and mesh was implanted. The patient was discharged from the hospital on the same day feeling only mild discomfort. In the evening of the same day, approximately 11 pm, the patient experienced major pain which decreased for a few hours after pain medication was taken. Later at the same night, the patient felt more pain and returned to emergency room as pain was increasing. The patient was examined in the morning and the surgeon discovered acute inguinal pain from iliac spine to pubis, crepitus in the subcutaneous tissue over few centimeters, no cellulitis or fever and normal pressure and pulse. The patient underwent a revision procedure on (B)(6) 2016 and presented edematous tissue, serosanguinous fluid in the wound, subcutaneous crepitus at iliac spine from pubis to symphysis. The wound was washed and left open with wet dressing. The culture was performed and results were negative. After forty eight hours on (B)(6) 2016, the wound was closed and the patient was sent home on (B)(6) 2016. It was also reported that the patient is awaiting a potential reoperation. Additional information has been requested.

Manufacturer narrative:
Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.